Event description:
Pt to or in 2002 for laparoscopic appendectomy. Stapler failed, did not release any staples. No negative outcome for pt. Discharged home that day. Concerned re: 2nd failure in less than one week. Bad lot?